Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericardial effusion, st segment elevation, and hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. It was noted that the patient had a chiari network and there was difficulty getting the coronary sinus (cs) catheter in place. Once the cs catheter was in position it appeared much further out than usual on the non-boston scientific mapping system. The cs catheter also appeared to be picking up a large signal, potentially the left atrial appendage (laa). The transseptal puncture was then performed without issue and the procedure moved to ablation. After ablating the left inferior pulmonary vein (lipv) an st segment elevation was observed. The patient's blood pressure was checked and noted to be low (50/29 mm hg). A check using a non-boston scientific intracardiac echocardiography (ice) and a large pericardial effusion was observed. All equipment was removed from the patient and pericardiocentesis was performed, extracting about 1500 cc of fluid. An arterial line was also placed in the patient. Heparin was reversed for about an hour while observation of the patient was conducted. It was at this time that it was noticed that the non-boston scientific ice catheter had a broken tip with a sharp edge which could have contributed to the effusion. Insertion of the cs catheter was another possible factor. After observation the procedure was able to be completed. The patient was hospitalized overnight for observation but is expected to fully recover. The device is not expected to be returned for analysis due to disposal.